Event description:
Medics were attempting to obtain the heart-rhythm of a pt (age and gender unk) in semi-automatic mode operations but the device displayed a highly variable signal that was inconsistent with the patient's physiological appearance. The device was switched to manual mode operations and the detected signal indicated a normal sinus heart-rhythm. The medics attempted to cycle the power on the device but the problem presented itself again after power-up. The medics swithched the device to manual mode operations and continued to monitor and transport the patient to a nearby medical facility using this device without additional problems observed. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.